Manufacturer narrative:
Cmp-(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034-2018-01569. This report is being submitted late as it has been identified in remediation reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had mild pain, being unable to do the following; open jar, do heavy chores, to carry bag, to wash back, and to do recreational activities. Also severely difficult to cut, interfered with social activities, very limited in daily activities, and so much difficulty that couldn't sleep. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment, it was determined this device should not have been reported in relation to this event. Please void this submission.